Manufacturer narrative:
The actual date of event is unknown. Investigation summary: the report of the guardrails dose limits not allowing for a dose of 50,000 units/kg/dose was determined to be the result of a use error. An internal and external inspection of the devices could not be performed due to no devices being returned for investigation. A log analysis of the devices could not be performed due to no devices being returned for investigation. Testing of the devices could not be performed due to no devices being returned for investigation. The alaris user manual (v12.3.2) states that a programming limit or best-practice guideline is determined by hospital/health system and is entered into the system¿s data set. Dose limits can be defined by hospital/health system as hard or soft limits in a range of 0.001 to 99,999 units. A hard limit is a programmed limit that cannot be overridden. A soft limit is a programmed limit that can be overridden. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the guardrails dose limits not allowing for a dose of 50,000 units/kg/dose was determined to be the result of a use error. Guardrails only provides a range of 0.001 to 99,999 for dose programming, any other value outside of the specified range is not valid. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that their newborns use penicillin that is dosed as 50,000 units/kg/dose. The alaris settings do not allow them to configure the min or max ¿total dose limits¿ since this exceeds the dose range of 99,999. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned. There is an implied request to adjust the dose range.